Event description:
It was reported that allegedly the keypad power button and power light is not working for one device and keypad s13 and s14 of another device was not working. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported that allegedly the keypad power button and power light is not working for one device and keypad s13 and s14 of another device was not working was confirmed. Keypad a failed to power on via the power on button and the light indicator did not turn on. After powering on through the test fixture, all other keys functioned as intended. Keypad b all keys functioned with the exception of s3, s6, silence, s13, 1, 4, 7, clear, 8, 9, enter. Device inspection: external and internal inspection was performed on (p/n tc10008389 qty 2). During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection of the keypads, crack damage was observed on the keypad ribbon/traces. Fluid ingress was also observed on the keypad traces. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu sn (B)(6) service history record showed the device had a manufacture date of 28jun2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 20nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the keypads were returned.

Manufacturer narrative:
Investigation conclusion: the customer reported that allegedly the keypad power button and power light is not working for one device and keypad s13 and s14 of another device was not working was confirmed. Keypad a failed to power on via the power on button and the light indicator did not turn on. After powering on through the test fixture, all other keys functioned as intended. Keypad b all keys functioned with the exception of s3, s6, silence, s13, 1, 4, 7, clear, 8, 9, enter. Device inspection: external and internal inspection was performed on (p/n tc10008389 qty 2). During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection of the keypads, crack damage was observed on the keypad ribbon/traces. Fluid ingress was also observed on the keypad traces. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu sn (B)(6) service history record showed the device had a manufacture date of 28jun2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 20nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that allegedly the keypad power button and power light is not working for one device and keypad s13 and s14 of another device was not working. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that allegedly the keypad power button and power light is not working for one device and keypad s13 and s14 of another device was not working. There was no reported patient involvement.